Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92103160, implanted: (B)(6) 1993, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient who was receiving morphine (concentration and dose were unknown). Indication for use was noted as non-malignant pain. It was reported that the patient got very sick and had a psychotic episode when they were on intrathecal morphine. The patient ended up in the psychiatric ward. The patient did not know where they were or who they were. The patient did not recognize their father or spouse. It was noted that the patient was seeing "little men coming out of the closet." It was noted that they thought it may have been from the amount of intrathecal morphine they were receiving as they received dose increases frequently or "because she stuck her finger with an ice pick, chipping out ice in a bottle or it could have been from other medical issues." The patient then states they may have been allergic to morphine. The patient had gone to a wedding the day before and was fine. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.